Manufacturer narrative:
The device referenced in this report was not returned to olympus for investigation. The cause of the pt's outcome cannot be conclusively determined at this time. Olympus reps visited the user facility immediately following the event to investigate, and the device was found functioning properly. In-service training has been provided to ther user facility personnel. If significant additional info becomes available, a supplemental report will be provided. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that during a therapeutic colonoscopy to remove a sessile polyp, the pt sustained a perforation in the colon. The user facility reported that no medical or surgical intervention was required. The pt's current condition is unk. The user facility provided very limited info regarding the reported event.